Event description:
Utilizing device on a circumflex lesion. Advanced wire, attempted to stent, unable to track. Therefore, stent pulled back into guide catheter. Attempted to pass another stent at this point and felt wire snap. Stent pulled back into catheter. Distal part of wire left in pt. Referred to surgery for removal of wire and bypass coronary artery grafts. Pt condition unstable, vomiting and chest pain.